Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump stayed flat when pressed, no fluid loss was observed, and the product did not work properly. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: an allegation of a pump malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis confirmed the reported pump malfunction. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump confirmed the reported allegation of pump malfunction. The pump was functionally tested and failed the activation test. Product analysis therefore confirmed pump malfunction as the probable cause of the event, as pump activation issues can lead to pump malfunction. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen as the most probable cause, as problems were traced back to pump failures confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the pump stayed flat when pressed, no fluid loss was observed, and the product did not work properly. The patient recovered following the procedure.